Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds due to suspected lead dislodgement. No adverse patient effects were reported. This lead remains in service. Additional information received indicates this patient underwent a revision procedure, and this rv lead was successfully repositioned with adequate pacing system analyzer (psa) testing parameters. The testing parameters remained stable during postoperative testing the day after implant. Besides intervention, no additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds due to suspected lead dislodgement. No adverse patient effects were reported. This lead remains in service.